Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Electrical testing did not find any indication of conductor fractures, however an internal short was noted for distal portion consistent with procedural damage to the inner insulation. X-ray examination did not find any anomalies except for procedural damage. Additional findings unrelated to the reported event: visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. The sterilization records were reviewed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. No evidence of abnormal sterilization cycle was found.

Event description:
This report is to advise of an event observed during analysis.